Event description:
The patient had been having withdrawal for a week, and the worst day was thanksgiving. Symptoms included nausea, vomiting, chills, increased pain, sweating (diaphoretic), and increased blood pressure. On the date of the report the patient was shaky, and they were on oxygen. They did not hear the pump alarm until 0300 on the date of the report. They were taking oral methadone and morphine. The alarm they heard was not a single-toned beep. They described it as a three-toned alarm. The patient stated they had not missed a refill, but they were getting close to the time when they needed to have it filled. It was further noted that the patient was due for a refill on (B)(6) 2014. A representative reported that the logs showed a low reservoir alarm occurred on (B)(6) 2014 and an empty reservoir alarm occurred on (B)(6) 2014. The patient was reportedly better on the date of the report, and their symptoms had lessened. The patient¿s pump was refilled on (B)(6) 2014, and they appeared fine. The pump contained clonidine, bupivacaine, compounded baclofen, and dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).